Event description:
It was reported that the patient never had therapeutic effect. The patient saw her physician in (B)(6) 2010 and it was suggested at that time to try a little longer. The patient saw the manufacturer representative and nurse on (B)(6) 2011 for a reprogramming session. Since then, the device has not been working; it only works about 40% of the time. The patient was getting up about 4-5 times during the night to urinate, and during the day she went about every 2 hours or less. The patient was directed to contact her health care professional. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v511820, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).